Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a cybersecurity upgrade and, subsequently, the patient¿s pacemaker defaulted to back-up vvi. A firmware download was successfully performed via the engineering test page which restored the device. The patient was stable throughout the process.